Manufacturer narrative:
Investigation: the complaint was investigated for the z6ms transducer having a temp 31 error message. The transducer was returned, and an investigation was performed. The system error was reproduced during the investigation. The cause of the issue was determined to be a gastro flex thermistor reliabiility issue; this is related to design. The improvements to the gastro flex trace were implemented into forward production, since july 2017. The returned transducer was manufactured prior to the corrective action. The transducer was replaced at the site by service. (B)(4)

Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that the transducer prompted a usacquisitionhw_31 temperature error message. No additional information was provided. Multiple attempts were made via email to obtain additional information regarding the reported phenomenon but with no results.